Event description:
Patient reported flattened and exchange. Patient reported "one side is completely flattened and other side is flattening but both are losing saline". Patient also reported ¿kidney failure¿, which is considered not related to the device. This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.